Event description:
The customer contacted baxter's service center regarding an alarm, which occurred on the homechoice (hc) during drain 3 of 4. Per the home patient (hp), the transfer set became undone from the patient line and drained out. Per the hp, he reconnected. The hp would end therapy. There was patient involvement but no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A labeling review found that all printed pouches for disposable products intended for single use are labeled with "this device is intended for single use only." A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a follow-up will be submitted.